Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had also experienced upper extremity weakness following the previously reported refill procedure. When the patient arrived at the emergency department, resuscitative efforts were made and the patient was stabilized. The reporter did not believe a pocket fill occurred, because the ultrasound did not identify a fluid collection in the pump pocket. The cause of the patient's hemodynamic instability was a direct intrathecal bolus of medication in some amount. Following explant of the pump, the pump was inspected for obvious defects, but none were found. The pump was also viewed by a lateral x-ray. The lateral view revealed the "bellows" of the pump were missing, presumably pushed into the mechanical portion of the pump, which is not able to be viewed on x-ray. It was reported that the patient was doing well now.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
It was reported that the patient presented for a pump refill procedure on (B)(6) 2015 without any significant symptoms or complaints. His therapy was well managed. The health care provider was expecting to pull 4 ml of drug from the pump but couldn't get anything back when trying to aspirate. The needle was confirmed to be patent. A smaller syringe filled with saline was used to inject a small amount of saline into the pump. It was difficult to inject even with the smaller syringe. The health care provider switched needles and flushed the needle so he is confident the needle is patent. The health care provider was working with fluoroscopy and was certain the needle was in the reservoir. The patient was in a supine position. The procedure was tried again with a 3 cc syringe, but he could not inject anything into the reservoir. The patient had not been exposed to a hyperbaric environment. The health care provider had been attempting to aspirate and refill for an hour. They were going to give the patient a break and try again later. It was refill procedure failed presumably due to a valve malfunction. On (B)(6) 2015, the patient returned to the clinic to attempt another refill procedure. The patient complained of bilateral lower extremity weakness which he believed was associated with the baclofen dosing. The patient also had low back stiffness or rigidity. A template was used to identify the refill port, and the pump reservoir was accessed using a huber tip needle. No fluid was aspirated; however, 12 ccs of air was aspirated. A vacuum was then established. Five ccs of saline was injected into the pump and was aspirated. An additional 8 ccs of preservative free saline was injected. Aspiration was done, and 13 ccs of bloody tinged fluid was aspirated until small bubbles were seen in the refill tubing. It was noted that the aspiration process was repeated with the aspirated fluid being less and less red-tinged each time. The pump medication of compounded baclofen and bupivacaine was then injected. There was some discrepancy regarding in the report of the volume of drug injected into the pump. One report noted that during the filling process, after 25 ccs into the injection, the patient reported right leg numbness. Injection was stopped and the drug was attempted to be withdrawn. All of the drug was withdrawn with the exception of 8 ccs. Another report noted that 20 ml of drug was injected, but only 10 ml of drug was aspirated. A third reported noted that 40 ml of drug was injected, but only 28 ml of drug was aspirated. All of these reports noted that roughly 10 ml of drug was left unaccounted for. The patient became dizzy and was transferred to a stretcher. At this time, both of the patient's legs and hands became numb. The patient could still move his hands, but not his legs. His legs felt like they were paralyzed. It was noted that tone was present in the patient's legs. The patient was given IV fluids and ephedrine. The patient's blood pressure was maintained, and the patient was verbal throughout. An ultrasound was obtained of the pump pocket, but no fluid was seen. A needle was placed in the refill port again and an addition 3 ccs of fluid was withdrawn. That left 5 ccs of fluid unaccounted for. The patient became hypotensive and was transferred to the emergency department. The patient became increasingly somnolent. It was noted that the patient had a mental status change, was sedated and sluggishly reactive, and had decreased tone. Additionally, the patient had heart rate and blood pressure instability. The patient became unresponsive with pinpoint pup ils. Narcan and ephedrine were administered. The pump rate was decreased 50%. The patient was admitted to the hospital's intensive care unit and intubated. It was thought that possibly the drug mix was injected in the subcutaneous tissue rather than the pump reservoir and was rapidly absorbed. However, based on the ultrasound guidance during the procedure, where no subcutaneous fill was seen, an alternative explanation was that there was a catastrophic pump failure which resulted in a direct intrathecal injection of a bolus. There was maybe a subcutaneous delivery of medication and due to the significant scarring the pocket, the medication was pushed through the catheter at the connector site. The patient's neurological exam was confounded given administration of rocuronium and propofol drip. The patient was experiencing a drug overdose. A CT head scan without contrast was ordered, but no acute intracranial abnormality was seen. Fluid was seen in the posterior nasopharynx but was likely due to intubation. An electrocardiogram did not note any abnormalities. A portable chest x-ray was performed. Low lung volumes with patchy opacities within both lower lobes could represent atelectasis or aspiration. Bibasilar infiltrate was seen. There was decreased right lung volume. There was a concern for aspiration pneumonia, of which the patient had a history. The patient had distributive shock due to vasoplegia, which was secondary due to massive drug overdose. The patient was intubated until (B)(6) 2015 at which time the pump was replaced. During the replacement surgery, the surgeon evaluated the catheter. It was securely connected to the pump, and when it was disconnected, there was free cerebrospinal fluid flow. The catheter aspirated well. It was intact and was behind the pump. After the pump was explanted, a lateral x-ray of the pump was taken, but the bellows could not be seen. The patient was currently stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8590-1, lot # j12452r, implanted: unknown, product type accessory; product ID 8555, lot # unknown, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.